Event description:
On (B)(6) 2012, I had two vials of sculptra injected in my cheeks and nasolabial folds. The procedure was performed by dr. (B)(6). He informed me that sculptra was perfectly safe and I should return in about a month to get an add'l treatment of two more vials. I noticed problems almost immediately. Swelling and burning and redness. I did not go back for the second treatment but did go back at 4 months a lot of water and to take a low dose antihistamine for the swelling. It is now over 40 months later and I get on and off swelling and burn and the skin turns red. I feels hot under the skin and when it swells, I look disfigured. I also have joint stiffness, fatigue, anxiety and heart palpitations. I called dr. (B)(6) office and asked for my medical records. They have no recording of lot number and told me they could not find my medical records. I received a scribbled few pages with basic info regarding my procedure and the events that followed up. He is in dental that sculptra caused the problems and told me after 2 years, the sculptra is gone. The sculptra has migrated into my left ear and into my eyes. It appears in my eyes as a clear gel like solution which causes paralysis of my eye muscles and light sensitivity.